Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). Part not received by manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the clamp¿s tightening screw head had started to wear significantly and had lost purchase for strong tightening. The clamp jaws had also become misaligned and tightened into an incorrect position. The sterile clamp was assessed before the patient was brought into the operating room, and it was decided that they would use the long lumbar clamp as an alternative replacement for the case. The clamp was still usable for the case, but it was no longer reliable and required replacing. There was no patient present when this issue was observed.